Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for creatine kinase (ck) reagent ln 8p42 lot number 11776un20. Trending review determined no trends for falsely decreased results for the product. Return testing was not completed as returns were not available. A repeat test on the patient sample at the customer site produced an acceptable result. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the creatine kinase (ck) reagent ln 8p42 lot number 11776un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased creatine kinase (ck) result generated on the alinity c analyzer on one patient. Results provided: on (B)(6) 2020 sid (B)(6) = 95.6 u/l, repeated at 95 u/l, another laboratory = > 1000. It was noted that the sample was lipemic and the ck result was obtained post centrifugation for 5 minutes / 10,000 rpm. No impact to patient management was reported.